Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During an attempted implant, an output anomaly was observed. During the case, the device displayed an alert after the patient was induced and three unsuccessful shocks were delivered by the device. The patient was rescued by external defibrillation. The message stated one or more of the therapies had been aborted due to possible output circuit damage. The episode diagnostics for the unsuccessful shocks displayed low impedance. The lead was capped.